Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction improper storage of test strips. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 95 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 03/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 95 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 03/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.